Event description:
It was reported to philips that the device had bent pins on the battery pca. The device was not in use on a patient.

Event description:
It was reported to philips that the device had bent pins on the battery pca. The device was not in use on a patient. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Pin 6 on the j1 connector was found damaged.